Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to high blood glucose on december 18, 2019 with blood glucose of 394 mg/dl. Customer reported that the infusion sets was leak at quick release. Customer stated the quick release was tightly connected. Customer stated the insulin pump was not dropped with set in place. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer reported that they did not allege insulin pump was under delivering. The customer was treated with manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis. Frn-mmt-332a-rsvr, unomed set.